Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that it has been taking a longer time for the patient to charge their ins. The patient stated that it doesn¿t seem like their ins is being recognized, and they have to go through passive recharge mode multiple times while recharging the ins. When the patient uses the passive recharge mode, they get the middle number to 98 or 99 and push the ¿recharge¿ button. The patient reported that after two hours, it will charge their ins. The patient noted that they charge their ins twice a day, and the battery only lasts 8 ¿ 9 hours between charges. The patient reported that they were able to connect without the recharger attached at the time of the call, but they were unable to charge the ins with the recharger attached. No symptoms or complications were reported.